Manufacturer narrative:
Initial reporter phone number: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue) and the main body (light blue) of a minicap extended life pd transfer set; further described as ¿the dark blue had come unscrewed from the light blue part of the mini-set¿. This occurred during a training session with the patient. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye observed a separation between the female connector and main body. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The reported condition was verified. The direct cause of the condition was determined to be manufacturing related due to inadequate solvent to the insert chip. Should additional relevant information become available, a supplemental report will be submitted.